Event description:
Our rep is reporting to us that during an arthroscopic procedure, something at the distal end of a mitek vapr se electrode came away or scuffed off into the patient&apos;s joint space while withdrawing the electrode through the metal cannula. This foreign matter (presumably the black plastic insulator covering) was not able to be retrieved from the body; however, the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility and no lot number identification can be supplied.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received. Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a build review. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.